Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a contamination. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (2 gram, per level ¿every 4/7¿ for 13 days, route not reported). The patient was recovered from the event. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. The device was received for evaluation. Visual inspection and functional testing were performed. The patient connector was reconnected to the tubing prior to return. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a minicap transfer set detached from its white end connector (opposite end of twist clamp). This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury associated with this event, however, the patient was given prophylactic antibiotics per the unit's policy. No additional information is available.